Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2021-nov-11 (B)(4) update (rep, hcp): information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg/ ml at 887 mcg/day) via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the patient's pump had been flipping for "several months" per the healthcare provider (hcp) but no date was given. It was indicated by the hcp that the patient's pump was found to be flipped when they came into the clinic on (B)(6) 2021 and (B)(6) 2021. On those dates, the pump was manually flipped back so the reservoir could be accessed for pump refills. There was no compromise in medication delivery per hcp. Upon exposing the pump incision site, the neurosurgeon observed two of the ties were completely untethered but the other two remained securely fastened onto fascia. After withdrawing the expected 7.5 ml residual volume from the pump reservoir, the pump was refilled with 40 ml of baclofen per the hcp's request so that the patient would not have to come back to the clinic to get the pump refilled in 10-14 days. The neurosurgeon was able to readily withdraw cerebrospinal fluid from the catheter access port. The patient experienced no symptoms per the hcp. External factors that may have led to the event included the patient having a pendulous abdomen. The patient denied any falls. Diagnostics/troubleshooting performed included that the hcp flipped the pump to the correct position when refilling the pump reservoir. The issue was resolved at the time of the report. The patient's (B)(6). The patient's medical history included yeast infection, urinary tract infection, spinal cord injury, osteoporosis, neuropathy, hyperlipidemia, (B)(6), depression, stroke, and anxiety. Other medications that the patient was taking included neurontin, aspirin, benadryl, celexa, miralax, and zyrtec. The patient's status at the time of the report was alive - no injury.